Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system, when compared to the results generated with the genexpert cepheid. The customer reported that the initial test sample performed with the cobas® liat® system generated sars-cov-2 positive, influenza a negative and influenza b negative. A new sample was re-collected and repeated with the genexpert cepheid generated sars-cov-2 negative, influenza a negative and influenza b negative. The positive result was initially reported to the patient and or/ medical personnel treating the patient however was amended in the final report, after repeat test. The customer reported that the temperature of the refrigerator where the kit was stored was out of specification. According to the method sheet, the product should be stored at 2-8°c until ready to perform the assay. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
A customer from the united states alleged discrepant results generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. No alleged harm. An investigation was conducted to evaluate the customer issue. It was reported that the temperature of the refrigerator where the kit was stored was out of specification. As such, it is possible, since the refrigerator temperature was out of specifications, that the product performance was affected. According to the method sheet, the product should be stored at 2-8°c until ready to perform the assay. Furthermore, instrument data was not provided from the liat to be reviewed for instrument performance. Therefore, it cannot be determined if these samples may have been near the limit of detection (lod) for the assay. Please note that different assays use different algorithms and may also target different regions of the viral dna. Moreover, results with one assay may not be reproducible with a different assay. The allegation is substantiated. No product problem found. (B)(4).